Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 280-400 mg/dl, 49 mg/dl and 41 mg/dl. The customer stated she was never more than 150 mg/dl and then when she wakes up its 160 mg/dl. The customer was treated with high blood glucose with manual injection and was treated for low blood glucose with ginger ale. The insulin pump will be returned for analysis.